Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The deployment paddles are approximately 210mm apart the device was received with approximately 12mm of the stent exposed, the radiopaque markers were missing from the stent the device was returned with a kink observed adjacent to the strain relief the device was returned with biologics observed in the flush port the device was flushed and both annual spaces flushed, the flush port flush produced biologics through the flush a 0.035¿ guidewire was unable to advance fully due to the kink adjacent to the strain relief. The proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/deploy the stent. The stent was examined and measured at approx. 198mm due to the trimming of the stent as reported in the event description, which resulted in the missing radiopaque markers, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 27mm from the distal end of the stainless steel hypotube medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a protege everflex self-expanding stent during procedure to treat a calcified lesion in the patients mid superficial femoral artery (sfa). The patient's lower extremity arteriosclerosis was occluded. Moderate vessel tortuosity and moderate vessel calcification are reported. Lesion exhibited 70% stenosis. Embolic protection was not used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. No resistance was encountered during delivery to lesion. No excessive force was used. The stent was not passed through a previously deployed stent. A deployment issue is reported. There was no damage to the deployment mechanisms or device handle prior to deployment issue. After opening and establishing a channel the lesion was pre-dilated with a 5mm pacific plus balloon, then gradually dilated the lesion with 5mm chocolate balloon. When ready to implant protege everflex stent after vessel preparation, the operator reported that the stent was only partially deployed. The device was safely removed from the patient. There was no vessel damage. Another everflex stent was implanted instead. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.